Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00505. It was reported that one of the patient's leads had high impedances on all contacts during intraoperative impedance testing during an ipg replacement (related manufacturer reference number 3006705815-2019-02673). As a result, the physician explanted and replaced the lead with impedance issues. It is not known which lead was replaced, therefore both leads are being reported.